Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and ok buttons responded appropriately. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 and stated the up arrow keypad button was intermittently unresponsive and sometimes would stick when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.